Manufacturer narrative:
The customer provided additional information about the initial event after the company representative provided the repair information.

Event description:
The customer reported, while in use on a patient, a maintenance code #3 occurred on the cs300 intra-aortic balloon pump (iabp). The customer stated that the iabp had a "blood in tubing error" with visible blood observed in the catheter tubing. The iabp was swapped with another to continue therapy. The original was sent to the biomedical engineer awaiting evaluation. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be submitted upon receipt.

Event description:
The customer reported, while in use on a patient, a maintenance code #3 occurred on the cs300 intra-aortic balloon pump (iabp). The iabp was swapped with another to continue therapy. The original was sent to the biomedical engineer awaiting evaluation. There was no patient injury or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the iabp and found that the problem was due to condensation build up; therefore, the fse performed the condensation removal procedure. The fse then performed calibration and functional checks as per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported, while in use on a patient, a maintenance code #3 occurred on the cs300 intra-aortic balloon pump (iabp). The iabp was swapped with another to continue therapy. The original was sent to the biomedical engineer awaiting evaluation. There was no patient injury or adverse event reported.